Event description:
Pulmonetic systems, inc. Received a call from a rep of facility on 07/2002. The rep reported the following problem: unit battery depleted. No alarm sounded. Unit was then charged with a different charger. Unit went into constant alarm, unable to reset.